Manufacturer narrative:
E.1. Initial reporter city: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® edta 2k the cap separated. This event occurred 2 times. No patient impact. The following information was provided by the initial reporter: "the customer reported that the cap was separated. "

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D4. Medical device lot#: 2227112. D4. Medical device expiration date: 30-nov-2023. D10. Device available for evaluation: yes. D10. Returned to manufacturer on: 26-oct-2023. H4. Device manufacture date: 15-aug-2022. H.6. Investigation summary: bd received one (1) sample and three (3) photos for investigation. The sample and photos were reviewed and the indicated failure mode for stopper pop off was observed. Ten (10) retention samples from bd inventory, were evaluated by functional testing and the issue of stopper pop off was not observed. Additionally, one hundred (100) retains were visually examined and there were no defects related to stopper pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® edta 2k the cap separated. This event occurred 2 times. No patient impact. The following information was provided by the initial reporter: "the customer reported that the cap was separated. "